Event description:
Pt underwent implant placement in left wrist during 1988. She began to complain of pain and swelling approx 2 weeks prior to admission. The pt was taken to surgery where erosion of the implant was found. The implant was removed and the pt underwent ligament reconstruction and tendon interposition, as well as carpometacarpal excisional arthroplasty. Initial surgery was performed at another facility. Implanted 1988. Explanted 4/12/95.